Manufacturer narrative:
The returned ipg sc-1110-02 (184073) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was having frequent charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having frequent charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.